Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called and reported that they received emergency medical assistance due to below 40 mg/dl blood glucose levels on (B)(6) 2020. The patient treated with food and was given glucose by emergency medical services. Emergency medical services were dispatched but patient was not admitted into the hospital. The customer did not mention any symptoms. The customer declined troubleshooting for the low blood glucose readings. The insulin pump will not be returned for analysis.